Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the study. It was reported the patient did have a magnetic resonance imaging (MRI) around the time of the stall. "Other than that, no cause had been determined."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-02-29, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), female patient who was receiving dilaudid 6.0mg/ml at 3.9939 mg/day, bupivacaine 30.0mg/ml at 19.970 mg/day, baclofen 600mcg/ml (type and lot number unknown) at 399.39 mcg/day, and clonidine 150mcg/ml at 99.85 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, device interrogation/device data revealed a motor stall occurred on (B)(6) 2015 at 16:17 with recovery on (B)(6) 2015 at 16:40. It was noted the patient had a magnetic resonance imaging (MRI) on (B)(6) 2015. No actions were taken. On (B)(6) 2015, the event resolved without sequelae. No patient symptoms were reported. The etiology was reported as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.